Event description:
Boston scientific received information that this patient with complete heart block received a prescription for a holter monitor. During the time the monitor was on, pacing inhibition was noted, along with a heart rate in the 20-30 bpm range. The patient's right atrial (ra) lead showed low impedance measurements of less than 200 ohms, and the right ventricular (rv) lead also had impedances of less than 200 ohms. There was noise present on the rv lead, as well as potential loss of capture. The patient was near syncopal so the device was explanted to avoid any additional surgery, both leads were surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.